Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the pressure was unable to increase as the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.